Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited oversensing. During a device change out procedure, the lead was capped and replaced. The patient was in good condition.